Event description:
The user facility reported that during a patient procedure when the table was being lowered the staff heard a loud noise and observed damage to the shrouds. The procedure was completed successfully and no injuries to hospital staff or patient were reported.

Manufacturer narrative:
A steris service technician inspected the table and found that the column shrouds were bent and binding. The technician further inspected the unit and found that the trendelenburg cylinder hydraulic hose was cut by the shroud bracket. The technician replaced the shrouds and hydraulic hose and returned the table to service. While onsite the technician observed objects being stored on the base of the tables. The operator manual states (pp.1-3), "do not store items on table base. Doing so may result in equipment damage or inadvertent tabletop movement that could place the patient and/or user at risk of injury". Steris has advised the user facility the importance of not storing items on the base of the 5085 surgical table.